Event description:
The patient fell from a nuclear camera which resulted in the patient breaking their hip. The patient expired after the hip surgery was performed. It is believed that the root cause of the fall was a failure of the arm rest on the d-spect nuclear camera. FDA safety report ID # (B)(4).